Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the analyzer and determined that the reference (ref) valve had malfunctioned. The fse replaced the ref valve which resolved the issue. The fse performed system performance successfully. No further issues were noted after part replacement. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported erroneous high patient results generated for sodium (na) and low patient results generated for chloride (cl) with negative anion gaps on their dxc 700 au clinical chemistry analyzer. The erroneous patient results were not reported out of laboratory. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.